Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the patient's hospitalization, hyperglycemia and infusion site infection. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On 22 april 2026, information was received regarding a patient using the omnipod 5 system who developed a second pod-site infection following relocation of therapy to a new insertion site. According to information obtained from a legal guardian, the second pod was placed on the arm below the shoulder and was worn for the full three-day wear duration. During wear, the arm insertion site reportedly became red and irritated and progressed to a hard, hot, swollen lump with purulent discharge. The patient experienced pain at the site, reportedly limiting arm movement and dizziness. Elevated blood glucose values were reported, with a maximum of 24 mmol/l (432 mg/dl), reportedly associated with the infection. The pod was removed prior to hospitalization, and the patient was transitioned from omnipod 5 therapy to multiple daily injections. The patient was admitted to hospital on (B)(6) 2026 and treated for the arm site infection during the same hospitalization as the prior leg site infection. Treatment included intravenous antibiotics and intravenous fluids. (Medication name of the antibiotic is unknown). The patient was hospitalized for two nights and three days and discharged on (B)(6) 2026. The only diagnosis communicated by healthcare providers was infection at the pod insertion site. The pod involved was not retained. The exact incident date was not reported; therefore, the contact date was used as the incident date. A supplemental report will be submitted if additional information becomes available. (Insulet reference numbers: (B)(4)).